Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy in the right anterior tibial (at) artery using an indigo system catrx aspiration catheter (catrx) and non-penumbra sheath. During the procedure, while advancing the catrx through the sheath, the physician experienced resistance; therefore, it was removed. It was noted that there was difficulty pulling the catrx out of the sheath. Upon removal, the catrx was observed to be kinked at the shaft and ovalized 29 cm beyond the rapid exchange port. The procedure was completed using another catrx and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned catrx was fractured at approximately 35.0 cm from the hub. The device was kinked approximately 37.0 cm from the hub. The catheter was ovalized and stretched approximately 130.0 cm ¿ 167.0 cm from the hub. The total length of the catrx was 170.0 cm. The distal tip was ovalized approximately 170.0 cm from the hub. The guidewire lumen was damaged along its length. Conclusions: evaluation of the returned catrx confirmed that the proximal shaft was kinked, and the distal shaft was ovalized due to the stretching. If the device is forcefully advanced against resistance, it may be come kinked. If the device is forceful retracted against resistance, damages such as stretch and ovalization along the distal shaft may occur. No other devices used in the procedure were returned for evaluation; therefore, the root cause of the resistance could not be determined. Further evaluation of the returned catrx revealed that the guidewire lumen was damaged. This type of damage typically occurs if the guidewire is inserted through the guidewire lumen at an extreme angle. The fracture on the proximal shaft of the returned catrx was incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder